Event description:
Customer reported receiving a reading of 268 mg/dl on her adc blood glucose meter, which was higher than she felt. She further reported subsequently experiencing lightheadedness and dizziness, with a resultant loss of consciousness. No third-party medical intervention was required. Customer self-treated by drinking vinegar and taking a previously prescribed medication, meclizine (antivert). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.